Event description:
We received a report that while inserting an intraocular lens, the patient's capsular bag tore. The lens was removed, the patient required a vitrectomy and another lens was inserted. The initial incision was also enlarged. It was stated that the patient had a weak capsule and the event was attributed to the patient''s anatomy and not to the quality of the lens. The patient was reported to be doing fine.

Manufacturer narrative:
The intraocular lens (iol) was received cut in two halves. The sample was inspected with a microscope at 10x magnification. Visual inspection revealed surface residuals (fibers, particles and stains) on the lens surface. Surface residuals are compatible with handling the lens out of sterile environment. Also, one of lens half was received without its haptic. This condition may be a consequence of the removal process of the lens from the eye. No other cosmetic defect could be identified in the two halves of lens received. No manufacturing related to or that could have caused issues of capsule tear, incision enlarged, and vitrectomy was verified in the sample returned. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Correction to date received by MFR: (B)(4) 2012. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4) - used for explant of intraocular lens.all pertinent information available to the manufacturer has been submitted. (B)(4): placeholder.